Manufacturer narrative:
UDI number: (B)(4). Per the instruction for use (IFU), valve stenosis and regurgitation are potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In the post-op period a non-functioning leaflet may be due to disease progression, calcification, or thrombus. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the valve stenosis, motion restricted leaflet, and regurgitation could not be confirmed, however, may be due to structural valve deterioration and disease progression. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years and 2 month post implant of a 23mm sapien 3 valve in the aortic position, a valve in valve tavr was performed due to stenosis, fusion of the valve leaflets, and regurgitation. Approximately 6 months prior, tee showed limited leaflet mobility, 2+ ai, stenosis of the valve with aov 0.69, and mean gradient of 58mmhg. There was significant stenosis and fusion of the valve leaflets. The patient was symptomatic and had shortness of breath. The physician suspected degeneration of the tavr valve. A valve in valve tavr was performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.